Event description:
A report was received that the patient¿s ipg had been losing charge too much and too quickly. The patient will undergo a procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient¿s ipg had been losing charge too much and too quickly. The patient will undergo a procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.